Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was determined that the electrocardiogram connector on the link electronic module was loose and that the lower display hinges were worn. The device was to be scrapped. (B)(4).

Event description:
The programmer was returned as it was no longer needed and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.